Event description:
It was reported that the bronchovideoscope displayed no image. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was not confirmed. However, the investigation observed, corrosion on the vent cap, b30 (scope communication error) and e216 (scope communication error). It is likely due to external factors, handling, or usage stress. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.